Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2003 - the patient was implanted with two bard/davol composix kugel hernia mesh (#1 and #2) devices to repair a right lower quadrant ventral hernia. On (B)(6) 2005 - the patient underwent an open anterior repair of recurrent right inguinal hernia using modified kugel mesh with onlay (#3). Operative dictation for this procedure states "the mesh" (#2) was somewhat crumpled and quite fibrotic. It was felt that an attempt to remove the mesh (#2) would be unnecessary and potentially harmful. The mesh (#2) was gradually mobilized and reduced back into the preperitoneal space and left implanted. On (B)(6) 2012 - the patient underwent a multi-part procedure which included removal of infected mesh (#1, #2, #3). It was reported that, all the implants were infected and there was abscess underneath the mesh. Also noted extensive involvement of the small bowel with fistulization into the mesh (#2). The surgeon dictated that, the biggest and largest mesh (#1), which was in the middle was lifted up and it appeared to be a bard dual mesh with a ring of plastic around it. When mobilizing the mesh, he noticed that the ring had been broken and it appeared that it had penetrated into the bowel. Surgeon indicates that this most likely caused fistulization of the bowel into the mesh (#1) and resulted in the infection. All of the mesh (#1, #2, #3) were explanted at this time.

Manufacturer narrative:
Information provided in the medical records states the surgeon found mesh (#1) to have a fractured ring that had penetrated the patient's bowel causing fistulization of the bowel into the mesh and the infection. As reported the mesh had become contaminated and was ultimately explanted. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00365 related to composix kugel mesh implanted on (B)(6) 2003 reported to have experienced a ring break. See MDR 1213643-2014-00367 for information related to modified kugel mesh implanted on (B)(6) 2005 that become contaminated and was explanted.